Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92. Device evaluation: the condition of a colleague infusion pump with a battery issue was confirmed during a review of the pump's event history. This event was duplicated during device evaluation. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.